Manufacturer narrative:
(B)(4). D10: item# unk poly; lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a knee arthroplasty on an unknown date. Subsequently, the surgeon was inquiring about product information implanted to find options that might still exist. There is currently no revision scheduled. X-rays were provided and reviewed by a radiologist in which loosening of the tibial component and anterior subluxation of the tibial component with respect to the femur was noted. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total knee arthroplasty with loosening of the tibial component and anterior subluxation of the tibial component with respect to the femur. Osteopenia is present. Sizing of the implant is appropriate. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. Complaint is confirmed with the provided radiographs. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.